Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received from the customer and no further investigation required. Therefore, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication orders were delayed and not crossing from cerner into pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.